Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the need of a full body magnetic resonance imaging for a non-device related medical condition. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot: 16480781, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.